Manufacturer narrative:
(B)(6) failed submission. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a loss of audio at the central station. The device was in use monitoring multiple patients. No adverse event involving patient or user was reported.